Event description:
A nurse called to report the customer was hospitalized for dka. The nurse stated that she checked the pump history and everything seems to be fine. However, the basal rates were not setting in the pump, were set at 0.0 when it should be 0.5/12u per day. The alarm history showed multiple alarms. There was a discrepancy in the daily total. The nurses ran a self-test and the pump passed the test. Advised to customer to discontinue to use the pump.